Event description:
A hospital in another country reported that an rt340 adult breathing circuit failed an air tight check on the ventilator. They then replaced the breathing circuit with a new one that passed the air tight check. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The returned breathing circuit was visually inspected and pressure tested for leaks. Results: a leak outside the allowable limits was measured during the pressure test in the evaqua expiratory tube of the returned breathing circuit. Stretch marks were observed in the evaqua tubing that are consistent with it being torn by a blunt object. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are pressure tested during production and those that fail are rejected. This suggests a leak developed post production during transport, storage or use. The stretch marks observed in the evaqua expiratory tube are consistent with the expiratory tube being torn by a blunt object. Our monitoring and trending of leaks in adult evaqua breathing circuits has a rate of occurrence of 42 ppm worldwide for the last year to the end of november 2009.